Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3889-28, lot# va16r3e, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had an infection and the ins was explanted. No further complications were noted or anticipated

Manufacturer narrative:
Notify date was updated to (B)(6) 2018 because of new information received from the mdt rep as this was the date that they became aware of the issue if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The mdt rep reported that they became aware of the infection and explant on (B)(6) 2018. No further complications were noted or anticipated.